Event description:
During testing at the service center, the device displayed a yellow light visual alarm.

Manufacturer narrative:
During testing at the service center, the device displayed a yellow light visual alarm. This was due to the four way manifold valve being loose.